Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 164 mg/dl at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No stuck button alarm noted. All buttons function properly. During visual inspection, found the keypad connector on electronic board was properly locked. However, unit had corroded keypad traces at the keypad flex fingers. Device had constant no motor movement alarm during the rewind test due to corroded motor home switch. The electronic assembly was also corroded. Unable to perform the self test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant no motor movement alarm.